Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot history review was performed. One device was returned for evaluation. The investigation did not identify any device failure. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model ecp0110gv biopsy instrument allegedly experienced a mechanical problem. This report was received from one source. Age, weight, and gender were not provided. There was no reported patient injury.

Manufacturer narrative:
One device was returned for evaluation. The lot history review will be performed. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model ecp0110gv biopsy instrument allegedly experienced a mechanical problem. This report was received from one source. Age, weight, and gender were not provided. There was no reported patient injury.